Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before used on patient, it was reported that there had been a foreign substance like a hair in the packaging. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure name and date? No further information is available. Please provide lot number? No further information is available. Are there any photos of the foreign matter available? No photos are available.